Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise had been observed on the right ventricular lead via remote transmission. Low, out of range pacing impedance was also observed. Programming changes were made. The patient suffered no consequences and will continued to be monitored via remote transmission.